Event description:
It was reported that an ilet user experienced persistent high glucose readings on the pump, which were attributed during troubleshooting to an incomplete tubing fill; the user was guided to replace supplies and resume insulin delivery, after which a fingerstick measured 438 mg/dl before glucose returned to range. Customer care provided support that included guided troubleshooting steps on proper tubing fill and supply replacement, as well as follow-up glucose verification. Investigation of this case revealed user setup error related to failure to fill infusion tubing prior to resuming insulin delivery, with subsequent correction restoring expected therapy. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution of glucose to target range. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user handling contributing, and that the event represented hyperglycemia with cause not fully determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.